Event description:
It was reported the patient developed an infection. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient developed an infection. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #evaluation summary: the lead was returned, analyzed, and analysis results revealed no anomalies found. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.